Manufacturer narrative:
Date rec'd by MFR: 02dec2019. The manufacturer¿s international service technician confirmed the reported oxygen concentration issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20jan2020 b4: (B)(6) 2020. H10: d10: date returned to manufacturer submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test. There was no patient involvement.

Manufacturer narrative:
MFR received date: 03 feb 2020 the part was returned to the manufacturer for failure investigation (fi). Visual inspection of the gas delivery system (gds) revealed no signs of damage or contamination and received without the data acquisition printed circuit board assembly (da pcba) and o2 valve. The fi technician installed the gds assembly into a fi ventilator and through testing was able isolate the failing component to be component in location u1 on the air flow sensor. This customer complaint was caused by component in location u1 on air flow sensor out of specification. Replacement of u1 on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.